Manufacturer narrative:
The device was returned after repeated alert 38 (motor stall) prevented rewind and priming during a supply change. Engineering log review confirmed multiple failed rewind attempts. Upon internal evaluation, the encoder magnet was found not fully seated and the charging coil connector lever was not fully closed. The root cause was determined to be improper assembly, resulting in motor stall and impaired device function. A DHR review confirmed the device met manufacturing release criteria prior to distribution. No serious injury occurred, and the user managed glucose with backup therapy.

Event description:
It was reported that an ilet device generated repeated alert 38 motor stall events during a supply change and would not rewind despite multiple restart attempts, after which the user reverted to subcutaneous insulin pen therapy and a replacement device was arranged. Symptoms included hyperglycemia with a blood gluclose level of 401 mg/dl. Outcomes included temporary interruption of automated insulin delivery and reliance on backup therapy. Investigation included a request for device return and planned evaluation by the manufacturer. Investigation of this case revealed a consecutive motor stall preventing rewind during setup. It was concluded that the device experienced a motor stall malfunction and the device will be investigated upon return.